Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system shut down during surgeries. Cases were cancelled due to system errors. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was able to confirm the reported event of sms being displayed. The company service representative found multiple sm - [active fluidics is not available.]. The company service representative found a foreign object lodged in the bag compartment, so it was removed. The system was then tested and met all product specifications. With no additional, related information provided, the customer reported event of the system shutting down was not able to be confirmed. The system was manufactured on december 8, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of the system displaying a sm can be attributed to a foreign object lodged in the bag compartment. The root cause of the reported event of the system shutting down cannot be determined conclusively. (B)(4).